Event description:
It was reported that the pump declared an alarm during the loading process, specifically alarm 20a. There was no reported adverse impact to the customer's blood glucose level. Cts assisted the customer with loading a new cartridge, but the alarm recurred. As a result, the decision was made to replace the pump, which was under warranty. The customer was informed about using multiple daily injections (mdi) as backup therapy, provided instructions on putting the pump into storage mode, and instructed to return the faulty pump within 10 days using a pre-paid label. The customer understood and acknowledged all instructions.